Event description:
Device 1 of 3. Reference MFR report #1627487-2015-06101 and 1627487-2015-06102. Additional information received identified two of the patient's leads and one ipg were explanted and replaced (reference MFR. Report no. 1627487-2015-20153 and 1627487-2015-20154). As it is unknown which two leads were explanted, all possible lots are being reported as explanted. Effective stimulation was reportedly restored postoperative.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-06101 and 1627487-2015-06102. It was reported the patient was experiencing ineffective stimulation on her right side. X-rays taken revealed the scs leads had migrated. Surgical intervention is planned for a later date to address the issue. As it is unknown which scs leads are the right-side positioned leads, all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.